Manufacturer narrative:
(B)(4). Date sent: 3/9/2026 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the account/facility name please provide device details (product code/lot#/batch#) could you please clarify when the issue was identified (pre-op/intra-op/post-op)? Please provide more details about the device quality issue. Was the firing sequences started? If yes, was the firing sequence completed? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? If yes, what steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout) if the home button was pressed, did the knife fully return to its home position? If the jaws could not be opened, how was the device removed? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Could you please clarify if the product issues that have occurred been reported to customer quality? If yes, do you have the complaint submission numbers (pc numbers)? What is the total number of procedures/patient events? If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a sales rep that when reading through a market research interview conducted in italy (transcribed into english) with a thoracic surgeon), the following were noted: moderator: perfect. Then, the second you mentioned, johnson & johnson. So, doctor, what your top-of-mind associations when I say, ¿johnson & johnson¿, thinking of endocutters and staplers? Respondent: certainly, slightly heavier, less manageable instruments. They have their strengths, but they have a small problem with suture stitch stability. Despite following closely recommendations, that is, holding the stapler closed for several seconds before launching the cut, some residual bleeding is usually always possible and this, on vessels, causes a few concerns to us surgeons. There was no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 3/19/2026. D4: batch #unk. Corrected data: h6 (health effect - clinical code and medical device problem code).